Manufacturer narrative:
This is an initial report. Further reports will follow after investigation of the defective parts. Add'l info from the voluntary report: (B)(4): also reported to: manufacturer. "The reporter want their identity disclosed."

Event description:
After post-op, doctor rec'd call from radiologist and indicated that there was a piece of an instrument in pt. Part # 803-00-132, lot # 37563l25 ... Locking clips must have sheared off and were left in pt. The pieces of the calcar reamer blade were left in the pt. "Add'l info from the voluntary report": instrument failure - after post-op, the doctor rec'd a call from the radiologist who indicated there was a piece of an instrument in the pt. The locking clips must have sheared off and were left in the pt. In this report, any associated instruments/parts will be forwarded to (B)(4) for further investigation.